Event description:
It was reported that the rv lead was replaced due to multiple inappropriate shocks caused by oversensing. No further patient complications were reported as a result of this event. Additional information was received reporting that there were high thresholds. Further information from an attorney alleges the plaintiff has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and mental anguish as a result of the lead.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.